Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirmed the screw cap sub-component that secures the adjustment screw to the instrument body was missing. The screw cap sub-component was not returned for evaluation. A two-year search of the complaint database against product code 212801035 did not find any additional reported events. The investigation could not determine the root cause of the missing screw cap sub-component based on the lack of the sub-component to examine. Based on the inability to determine a root cause and the low frequency of reported events, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) unknown. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The fracture jig was stuck and upon unscrewing it the jig fell apart.